Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the lesion was very stiff. Upon inflation, it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. It was further reported that upon first inflation, the balloon ruptured at 6atm. The device was simply removed without issue.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the lesion was very stiff. Upon inflation, it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).